Event description:
An optometrist reported trace asymptomatic normal diffuse lamellar keratitis (dlk), observed on a patient's right eye one day post lasik treatment. Reporter indicated the patient was placed on increased topical steroid eye drops. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).